Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received an inappropriate shock while programmed in the alternate vector due to noise involving this device. In hospital testing confirmed no noise in the primary vector while the alternate and secondary vector showed oversensing. The device pocket was manipulated which did not show evidence of noise. Additional information noted that an x-ray was provided for review to technical services (ts) which showed appropriate electrode insertion and no evident lead mechanical damage, nevertheless observed noise in the alternate and secondary vector has been reproduced leading to a strong suspicion of possible electrode conductor damage. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock while programmed in the alternate vector due to noise involving this device. In hospital testing confirmed no noise in the primary vector while the alternate and secondary vector showed oversensing. The device pocket was manipulated which did not show evidence of noise. Additional information noted that an x-ray was provided for review to technical services (ts) which showed appropriate electrode insertion and no evident lead mechanical damage, nevertheless observed noise in the alternate and secondary vector has been reproduced leading to a strong suspicion of possible electrode conductor damage. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.